Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
The distal broken pushwire segment (distal tip coil / capture coil) was returned for evaluation without the proximal broken segment was it was discarded. It was broken at approximately 4.5cm from the tip coil. Cross sectional analysis of the break surface indicated that the failure mode was consistent with tensile overload. All devices are 100% inspected for damages and irregularities during manufacture. Pushwire separation. Reference (B)(4)follow-up 1.

Event description:
On (B)(6) 2014, it was reported the patient underwent pipeline embolization treatment involving four pipelines. During the procedure, it was reported two of the pipelines had their distal tip coil / capture coil separated from the pushwire. The broken segments were removed from the patient with a snare and alligator retrieval device. All the pipelines were successfully implanted in the patient.no patient injury was reported as a result of the procedure.same event as MDR# 2029214-2014-00624.